Event description:
Cause of death per death certificate is septic shock secondary to bacterial pneumonia. If additional information pertinent to the incident is obtained, another follow-up report will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted.

Event description:
A patient had an enb procedure on (B)(6) 2016. The patent died on (B)(6) 2016. It was reported the cause of death was due to the progression of the patient's disease. The death was reported as not related to the superdimension device or the enb procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.